Event description:
Patient was connected to device by respiratory tech. While tech was still in room, device stopped working causing respiratory tech to replace device and send unit to biomed department. Device showed the following errors mcs-312, pas-1704, and dcs-f04 manufacturer response (as per reporter) for vision respirator, respironicsthe on-site biomed tech worked through a troubleshooting sequence with the respironics technician. Error codes were cleared and a complete system check was performed. The system passed and respironic technician recommended vision be returned to service.